Manufacturer narrative:
There is more information on the device evaluation. Additional information was also received for the device. This supplemental report is being submitted to provide this information. The initial reporter is an asc manager. The event took place before procedure. There was no delay to the intended procedure. The procedure was possibly completed with a different device. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device is about half a year after delivery and is unlikely to deteriorated by aging. The issue could not be duplicated in investigation. It is likely that the issue of the lamp is due to an accidental failure of the electronic components of the igniter pcb when lamp is lit.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, the device is found to be functioning as intended with no device malfunction found. A clicking sound was observed when igniting the lamp, but this clicking is considered to be normal. Olympus lamp life meter is reading at 100+hours, light intensity output measured within range, scope socket condition ok, main power switch is up to date, fan is running ok, air pressure tested ok.

Event description:
As reported for this event, the device lamp makes a clicking sound when taken out of standby mode. The device is newly purchased and has an olympus lamp. There is no reported harm to any patient.